Event description:
Bmw used to place stent. Bmw pulled back and down lad. Midway down lad, the wire got stuck. When pulling back on bmw, the wire tip separated and the jl4 guider dove down the lad. The left main and lad where dissected along with the cx. The bmw was removed, and 3 large stents were used in dissected arteries.